Event description:
It was reported that during a thyroidectomy procedure, the clips would not hold after placing. The clips were delivered but wouldn't hold and fell into the patient. The clips were removed and a new applier of a different lot number was used successfully. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.